Manufacturer narrative:
The autopulse platform (sn (B)(4)) in complaint was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed per medical safety assessment, the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
During patient use, the autopulse platform (sn (B)(4)) did not perform compression. The crew immediately performed manual CPR. A return of spontaneous circulation (rosc) was not achieved and the patient expired. Per the reporter, the patient's death was not related to the autopulse platform. In addition, the platform now displays user advisory (ua) 45 (not at "home" position after power-on/restart) error message and unable to reset lifeband.

Manufacturer narrative:
The complaint of the autopulse platform (B)(6) did not perform compression was confirmed during archive data review; however not confirmed during functional testing. No device malfunction was observed during the testing and the autopulse platform performed as intended. Based on archive data review the autopulse platform displayed multiple user advisory (ua) 2 (compression tracking error) and ua 7 (max motor on time exceeded during active operation) error messages. The root cause for ua 2 was the size of the patient is too small and light in weight during the take-up. The root cause for ua 7 due to the patient not oriented on the autopulse platform correctly or the patient has shifted during compression or take-up. The complaint of the platform displayed ua 45 (not at "home" position after power-on/restart) error message was confirmed during functional testing and based on the archive data review. The root cause was due to driveshaft not to be at "home" position, most likely attributed to unintended user error. Upon visual inspection, unrelated to the reported complaint, observed crack on the right-hand side of top cover. The root cause was due to user mishandling such as a drop. Top cover needs to be replaced to address the physical damage. During initial functional testing, the autopulse platform displayed ua 45 error message upon powering on. The drive shaft was rotated to home position to clear the ua 45 error message. After clearing the ua 45 error message, the autopulse platform performed compressions without any fault or error. During archive data review, multiple ua 2, ua 7 and ua 45 error messages were observed on the reported event date. For ua 2, as the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load. The archive revealed the take-up target and the (max load sum exceeded 34 lbs. Calculated [count/2.52/2.2=kilos]) confirmed the size of the patient/object is too small and light in weight during the take-up. For ua 7, this typically occurs if the patient is misaligned on the platform or the lifeband is opened or in the incorrect position during take-up/compression. Load cell characterization test indicated both cell modules are functioning within the specification. Note that the user advisory error messages are designed into the platform when one of several conditions is detected. The error message observed in the archive are easily clearable by user. For example, ua 7 error message alerts the operator that the patient is out of position and not properly centered in the platform. This user advisory will persist until the patient is properly aligned. Per the autopulse user guide instruction, to clear the error message, the operator needs to pull up the lifeband until the chest bands are fully extended. Ensuring that the patient and the lifeband are aligned and then restarting the platform. Per the battery hangtag - advisory codes description and action, user advisory 2 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. After replacing the top cover, the autopulse platform passed the load cell characterization test and the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with sn 30302. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.